Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: introcan safety 2, 22g safety failed when needle was retracted through the hub resulting in an exposed needle tip. The inner wrkings of the hub were also removed and appear to have been caught on the safety clip. Image and email from the customer attached. The device was not retained and the lot number was not recorded. Patient injury: no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination of the photo, the septum was observed to be detached with the safety clip stuck to the septum. The reported issue was observed with the photo. While the reported issue was observed, an exact root cause could not be determined. An approved project is in place to further address issues with detached septum we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.